Event description:
It was reported that noise was observed on the egm's. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the insulation was abraded through to the coil at 13.7 cm from the connector pin, due to friction to the can. Another abrasion was found at 46 cm from the connector pin, due to friction with another device. Both abrasions could have caused the reported noise problem.